Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information available, all hardware was removed due to a suspected non-union. Additional information indicates there was patient non-compliance, however upon hardware removal it was confirmed that the bones were fused/healed. Although the device was not returned for evaluation, no malfunctions have been alleged with any tmc hardware nor was it a determining factor for performing the revision. The most likely cause of the revision was a suspected non-union, which was ruled out upon hardware removal when the patient's bones were confirmed to be fused/healed. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed on (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2018 due to a suspected non-union. Upon hardware removal, no failure was found with any tmc hardware. Although it was confirmed the patient's bones were fused/healed, the patient was revised with non-tmc hardware.